Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan from (B)(6) alleging that their onetouch verio iq meter was reading inaccurately high. The patient claimed that they obtained blood glucose results with the subject meter that were always "2.5 mmol/l" higher than his accucheck meter. Based on statistical methodology, the calculated difference of these glucose results could exceed the expected value of <= 30% and/or <= 1.7 mmol/l. The patient denied developing symptoms or receiving medical intervention due to the alleged issue. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. The complaint is being ruled out as an adverse event because the patient did not allege any harm due to the alleged issue. However, their complaint is being reported as a malfunction because the two results being compared exceed lifescan's specifications for precision testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strips have passed testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.